Event description:
It was reported that during a cryo ablation procedure, contrast leaked leading to the mapping catheter being moved from the right inferior pulmonary vein (ripv) to the lower branch and then to the upper branch. After these movements, it was observed that the proximal side of the mapping catheter was kinked. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image file and the 990063-020 mapping catheter with lot number 228964786 were returned and analyzed. No patient data file or failure data file were received. The image file showed a mapping catheter which appeared to be kinked at the pebax tubing near to the loop. Visual inspection of the mapping catheter was performed. The loop was kinked and ribbed near electrode eight. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. The introducer was intact with no apparent issues. No damage or any other issue was observed along with t he introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. A kink was observed at the tip/loop of the pebax tubing. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the mapping catheter kink issue was confirmed through analysis and the mapping catheter failed the returned product inspection due to a kink at the tip/loop of the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.